Manufacturer narrative:
The user facility report was recieved via the FDA. We've attempted to contact the initial reporter multiple time with no response received thus far. This will be considered the final report unless we receive additional information from the user. If additional information is recieved, a supplemental report will be submitted.

Event description:
The customer alleged that aa01 has malfunctioned with no other information. Received through FDA report 0500360000-2023-8012.